Event description:
It was reported that intraoperative of parathyroidectomy case, user was receiving a false positive with a trivantage emg tube. When they stimulate tissue it reacts like it was touching nerve. They lowered the threshold to 50 to see if that makes a difference but it did not. There was a delay of less than one hour to complete the procedure. Surgeon was able to finish the case successfully with no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.